Event description:
It was reported that during a lap chole procedure a ligamax was used to clip the cystic duct and artery. Clips were malformed. In both cases there was a threat of damaging the structure during clipping, since the clip was malformed and posed traction on the tissue. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Disengaged feedbar. Eval summary: the analysis results confirmed that one el5ml device was received for analysis. The device was tested for functionality with and it was noted that the device would not feed the clips. The device was disassembled and it was found that the feed bar was disengaged from the feed bar connectors, therefore, causing firng issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.